Event description:
3/22/2024- spouse of patient called to report that patient had expired in fire in her home. Per call, he tried to assist patient but was unable to. Report received from county fire marshall on 4/2/2024 indicates that heat source: lighter, cigarette, cigar; item first ignited: pipe, duct, conduit, hose; type of material first ignited: plastic; cause of ignition: unintentional; factors contributing to ignition: misuse of material or product, other; equipment involved in ignition: oxygen administration equipment. Entire structure as well as contents of home destroyed.